Event description:
It was reported that a flogard infusion pump experienced an f-38 alarm. It was not specified when in the process this occurred. There was no report of patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). The device was serviced on-site by a field service technician. A visual inspection revealed the device to be in good physical condition. A review of the alarm log found evidence of the reported f-38 alarm. Functional testing was performed and the reported alarm was reproduced during the device power up self-test. The cause of the condition was determined to be an inoperative force sensing resistor. To correct the condition, the force sensing resistor was replaced. The device was serviced and restored to a good working condition. Should additional relevant information become available, a supplemental report will be submitted.